Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that x-ray showed that patient leads migrated and were wrapped around the ipg. Surgical intervention took place on (B)(6) 2023 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, the issue has resolved and therapy was confirmed postop.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06036. It was reported that the patient experienced change in therapy since a few months ago. Diagnostics shows high impedance on one of the leads. Fluoro imaging confirm that both the leads have migrated. As such, surgical intervention is pending to address the issue.